Event description:
Rn noticed oxygen (o2) regulator was not pushing oxygen to patient. After multiple tries switched over to oxygen manifold under table on pedestal. Not until case was completed did staff notice oxygen was not flowing through the tubing. Biomed called to evaluate and it was determined that o2 (oxygen) tubing was occluded. Occlusion not visible but if you try to push gas through the tubing, it will not flow.